Event description:
Pt has had mediport for three years, and receives factor products at home. Parent tried to flush it and there was no blood return. This caused pain. Called hemophiliac clinic, and pt brought in to assess. Rn attempted to flush and noted bulge at site, and pt c/o pain. Mediport on x-ray appeared to be detached. Sent pt to ir for immediate retrieval. Ir retrieved and PICC line placed for access.